Manufacturer narrative:
The device was returned to the factory for eval. Evidence of blood and clinical use were observed. Heavy tissue buildup was observed on the jaws. The tissue buildup was removed and the welder unit was inspected. It was observed that there was significant tissue buildup present in the jaws. No defect was observed on the welder after cleaning. The jaws closed completely when the toggle was depressed. An electrical eval was conducted. A pre-cautery test as was performed per the instructions for use with a reference cable and reference power supply (B)(4). The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to visually inspect the internal circuitry. No defects were observed. The switch was inspected under microscopy. No defects were observed. Based on the results of the eval, the reported complaint for "failure to cauterize (cut)" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vaso view hemopro cautery malfunctioned. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).